Event description:
The caller alleged discrepant results when compared with the lab results reported.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: as per internal procedure rev.2 the inratio and lab values are within the confident limits. The product will not be investigated.